Manufacturer narrative:
The pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to a problem isolated to pcb1. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a short battery life because battery lasts only one day. There was no corrosion on battery compartment, battery cap and spring was also intact. Customer claimed that they saw battery icon went red prior to battery replacement. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.